Event description:
It was reported that the device was used during a laparoscopic sigmoid resection. It was reported that the stapler misfired. The staples did not form on the staple line. The distal (rectal stump) was closed using a laparoscopic purse string technique. The case was extended 45 mins.